Event description:
It was reported that this right ventricular (rv) lead presented with noise and no capture at maximum output. The physician performed an x-ray showing the lead had perforated the heart wall. A revision procedure was performed and the lead was repositioned successfully in the septal wall. No additional adverse patient effects were reported.